Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6949-65 lead, implanted (B)(6) 2005. A 4076-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced a worsening ejection fraction and cardiomyopathy (cm) that may have been caused by the anteriorly-placed left ventricular lead. The cm may have been pacing-induced, but it was noted the patient had a history of peripartum cm and the physician could not say conclusively. The lead was turned off and there was gradual improvement of the ejection fraction over four months. The lead was capped and not replaced when the device indicated routine end of life (eol) and the patient was no longer indicated for pacing nor an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.